Event description:
This lead was explanted due to loss of capture and impedances greater than 3000 ohms. The physician replaced this lead while replacing the ICD due to expected eri; prior to disconnecting this lead from the header, the physician verified that the setscrews were fully tightened. This lead was replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated that the lead's distal part was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the surgery should be taken into consideration. Further analysis revealed severe explantation damages i.e. A stretched outer coil and cuttings in the insulation. Abrasion marks along the lead body were found which were caused most likely due to an interaction with a partner lead. The insulation was found intact at these positions. In summary, the lead's distal part was found partly pulled out of the ring electrode. There was no sign of a material or manufacturing problem.